Manufacturer narrative:
The field service representative could not determine a cause. He performed precision testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable low gluc3 glucose hk gen.3 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 8 mg/dl and the repeat result was 91 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 399291 with an expiration date of 30-jun-2020.